Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and endometritis ("endometritis") in a 33 year-old female patient who had essure inserted (lot no. D23520,d14831) for female sterilisation. The patient had a medical history of pulmonary embolism, pregnant, anxiety, heavy periods, depression, dyspareunia, parity 2, multi gravida, endometrial polyp, menorrhagia, dyspareunia and pelvic pain. The patient had a family history of hypertension and multiple sclerosis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 538 days after essure insertion, she experienced endometritis (seriousness criterion medically important). On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the endometritis had not resolved. The outcome of medical device removal was unknown. The reporter considered endometritis and medical device removal to be related to essure administration. The reporter commented: essure start date and stop date discrepant, start date (B)(6) 2017, stop date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: endometrial currettings: proliferative endometrium and endometrial polyp. No hyperplasia/neoplasia is identified. B. Bilateral tubes: portions of fallopian tubes with intact lumens. C. E (essure) coil device bilateral: 2 metal wires, gross ID only. Assessment/ plan: 1. Female dyspareunia (patient declined exam today due to being on her period. Pt prefers to return to evaluate post-op exam.) 2. Endometrial polyp. Benign pathology reviewed. 3. Female pelvic pain (we will defer post-op evaluation to patient's return visit. Reviewed removal of both coils as well as unclear degree to which complete coil was removed from the uterine cornua/fallopian tube. Also reviewed that this should in no way impact her pelvic pain as she never had significant dysmenorrhea (per her reports) . Her main symptom was with intercourse, that should not affect this in any way. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: essure start date and stop date discrepant. Start date: (B)(6) 2017, stop date: (B)(6) 2018. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023, new lawyer's reporter, essure start date updated from (B)(6) 2017. Stop date and onset date of medical device removal from (B)(6) 2018. Essure removal via bilateral salpingectomy added in the non-drug treatment. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of endometritis ("endometritis") in a 33 year-old female patient who had essure inserted (lot no. D23520,d14831) for female sterilisation. The patient had a medical history of pulmonary embolism, pregnant, anxiety, heavy periods, depression, dyspareunia, parity 2, multi gravida, endometrial polyp, menorrhagia, dyspareunia and pelvic pain. The patient had a family history of hypertension and multiple sclerosis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 538 days after essure insertion, she experienced endometritis (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the event had not resolved. The reporter considered endometritis to be related to essure administration. The reporter commented: essure start date and stop date discrepant, start date (B)(6) 2017, stop date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: endometrial currettings: proliferative endometrium and endometrial polyp. No hyperplasia/neoplasia is identified. B. Bilateral tubes: portions of fallopian tubes with intact lumens. C. E (essure) coil device bilateral: 2 metal wires, gross ID only. Assessment/ plan: 1. Female dyspareunia (patient declined exam today due to being on her period. Pt prefers to return to evaluate post-op exam.) 2. Endometrial polyp. Benign pathology reviewed. 3. Female pelvic pain (we will defer post-op evaluation to patient's return visit. Reviewed removal of both coils as well as unclear degree to which complete coil was removed from the uterine cornua/fallopian tube. Also reviewed that this should in no way impact her pelvic pain as she never had significant dysmenorrhea (per her reports) . Her main symptom was with intercourse, that should not affect this in any way. Lot number: d14831 manufacture date: 2014-10 expiration date: 2017-10. Lot number: d23520 manufacture date:2014-10 expiration date: 2017-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. Upon internal review, the event medical device removal was deleted and considered as a treatment of endometritis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.